Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported that the insulin delivery of the infusion device was too high. On (B)(6) 2011, infusion device displayed an e7 electronic error and pt was able to clear the error message through troubleshooting. Pt reported, her blood glucose was erratic after that and went as low as 3 mmol/l (54 mg/dl). She noticed the plunger from an old cartridge was stuck on the piston rod and believes the plunger was there when a new cartridge was inserted earlier that day. Pt switched to her backup infusion device on (B)(6) 2011, and was awaiting an appointment with her dsn. Infusion device was replaced and requested for eval. The pt did not require treatment from a health care professional or second party to address the issue. Additional info was not provided.